Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a vitrectomy procedure there was resistance when passing the rest of the laser probe through 25g ports. A sample is not expected as the probe was discarded.

Manufacturer narrative:
The customer reported that the 25 gauge illuminated flex curved laser probe had resistance when passing the thicker portion of the tip through a 25 gauge trocar. There was no patient impact. The customer stated that the sample is unavailable. The 25 gauge illuminated flex curved laser probe (l/n 17025339x) was manufactured on july 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated there was no harm to the patient.